Manufacturer narrative:
(B)(6). Evaluation was not possible as the device is not being returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a cuff injury procedure using a fastener, fixation, nondegradable, soft tissue, that the anchor broke into the patient's bone and it was not possible to remove. It was also reported that the second anchor was inserted into the same hole. The surgeon said it would not be possible to remove the broken tip (of the first anchor). This situation would not cause harm to the patient, because it was set in the hole and the size was too small. The product will not be exported because it was discarded in the hospital. (B)(4).